Manufacturer narrative:
MDR 1219913-2022-00418 was initially filed on 2022-12-02. Corrections: in section b6, the alternate-method result had been erroneously expressed as "10 ng/l"); this should have been "20ng/l". Also, the result for the second alternate method had not been reported. Section b6 has been amended in this report. Additional information, 2022-12-22: siemens has concluded the investigation. A customer from outside the united states reported observation of unexpectedly elevated atellica im high-sensitivity troponin I (tnih) results for one male patient which conflicted with a low/normal result from an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issues. Quality control (qc) results were within range at the time the sample was tested. It was noted that the repeat-test results (112.663 and 107.252 ng/l) were reproducible, but somewhat different from the initial tnih result of 158 ng/l. Specimen handling cannot be ruled out as a cause for the observed difference between initial and repeat atellica im tnih results. All of the atellica im tnih results were above the assay's 99th percentile of 53.53 ng/l for males. The customer also had the sample tested by an additional troponin I assay, which produced a result which is above the reference interval for that assay, and therefore is concordant with the atellica im tnih observations. No sample was available for additional investigation by siemens. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate methods from other manufacturers will produce similar results. Under "interpretation of results", the atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." No product performance issue was identified. The customer is operational; no further action is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. The customer performed additional testing to investigate the possibility of sample interference, with inconclusive results. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. An initial elevated tnih result (above assay cutoff) was obtained and reported to the physician. The doctor questioned the result, and the sample was re-tested in duplicate on the same atellica im analyzer, producing lower, but still elevated results. Testing using an alternate method produced a much lower ctni result. The customer does not know which result to consider correct; all results were provided to the physician with a note that there may be an interferent. There are no reports that treatment was altered or prescribed nor of any adverse health consequences due to the discordant atellica im tnih results.